Manufacturer narrative:
Device not returned

Event description:
It was reported that the pump miscalculated a bolus. The customer's blood glucose (bg) level subsequently increased; however, no bg value was provided. The customer declined to perform further troubleshooting with tandem technical support.